Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received two inappropriate shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD). The first shock occurred while the patient was in primary sensing vector and the patient was in sinus rhythm. The sensing vector was reprogrammed. However, four months later the patient received another inappropriate shock. It was noted that in both cases the smartpass is automatically configured off due to morphology changes. Technical services (ts) was consulted to review the episodes. Upon ts review it was noted that approximately two and a half years earlier the first smartpass episode was record with a premature ventricular contraction (pvc) and a notable difference in r-wave amplitude. This resulted in functional undersensing. The following year there was an untreated event due to double detection of a wide complex tachycardia, but the rhythm self-terminated. Less than one year later there were three additional untreated events due to oversensing of myopotential noise leading to the rhythm being double detected. Two months later the patient received an inappropriate shock in primary sensing vector for t-wave oversensing and the vector was reprogrammed to alternate. Four months later the patient received another inappropriate shock due to t-wave oversensing in alternate vector and the sensing vector was reprogrammed to primary. Ts discussed potential programming and additional troubleshooting options. The s-ICD remains in service and no adverse patient effects have been reported.